Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date of receipt. (B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened. It was also found that the working length of the device was split/cracked and the blue paint at the tip was peeled off. These findings were consistent with the findings when the device was observed under magnification. The paint marker was in good condition with acceptable missing paint at the tip. The cutting wire was not smooth and blackened. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the device was energized prior to performing sphincterotomy which can compromise the cutting wire's integrity and can cause a premature cutting wire fatigue, as mentioned in the instructions for use (IFU). Also, if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during procedure as per precautions of the device states. It is likely that once cutting wire broke and the device was being removed from the scope, it hit against the working channel of the scope kinking the cutting wire. Interaction with the scope or additional tools used with the device, attempts to advance the device through a difficult anatomy and hitting the tip against a hard surface are factors that could have contributed with the tip split/cracked and blue paint peeled off from the tip. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Boston scientific received a truetome 44 device with no associated information. Evaluation of the device revealed a broken cutting wire. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.